Event description:
Same case as MDR ID 2134265-2013-06480. It was reported that during preparation for a percutaneous coronary intervention, the rotawire became separated. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified proximal end of the left anterior descending artery. A 330cm rotawire was selected with a 1.50mm rotalink plus to be advance to the lesion. The rotational speed was set at 200,000 rpm for the functional test. During functional testing, it was observed that the rotawire got separated near the rota burr outside of the patient. It was also noted that the rotawire not being straightened could have contributed to the separation. The rotawire was then removed from the patient. Following the removal of the rotawire, the physician tried to replace the rotawire with another but a part of the rotawire remained inside the burr and was unable to be removed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2013-06480. It was reported that during preparation for a percutaneous coronary intervention, the rotawire became separated. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified proximal end of the left anterior descending artery. A 330cm rotawire was selected with a 1.50mm rotalink plus to be advance to the lesion. The rotational speed was set at 200,000 rpm for the functional test. During functional testing, it was observed that the rotawire got separated near the rota burr outside of the patient. It was also noted that the rotawire not being straightened could have contributed to the separation. The rotawire was then removed from the patient. Following the removal of the rotawire, the physician tried to replace the rotawire with another but a part of the rotawire remained inside the burr and was unable to be removed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. The wire was received separated in two sections. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The device was sent for external analysis. It was observed that both samples 1 and 2 presented evidence of cyclic bending with torsion overload in an area which presented wear reduction as a mode of wire failure. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "ensure that the free lumen rotational speed of the burr does not exceed 180,000 rpm for 1.25 mm to 2.0 mm burrs and 160,000 rpm for the 2.15 mm and larger burr sizes" however the customer stated that the rotational speed applied was set at 200,000rpm. Furthermore, the dfu states" do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire. Gently advance or retract the burr while it is in high-speed rotary motion." (B)(4).

Event description:
Same case as MDR ID 2134265-2013-06480. It was reported that during preparation for a percutaneous coronary intervention, the rotawire became separated. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified proximal end of the left anterior descending artery. A 330cm rotawire was selected with a 1.50mm rotalink plus to be advance to the lesion. The rotational speed was set at 200,000 rpm for the functional test. During functional testing, it was observed that the rotawire got separated near the rota burr outside of the patient. It was also noted that the rotawire not being straightened could have contributed to the separation. The rotawire was then removed from the patient. Following the removal of the rotawire, the physician tried to replace the rotawire with another but a part of the rotawire remained inside the burr and was unable to be removed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is good.